Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to the electrode belt's j7 lead being detached from the ECG ¿d¿ dome the root cause for spot weld deficiency of j7 was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.